Manufacturer narrative:
Product analysis: the complaint was confirmed. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated. The case was found to be broken. Hinges were found to be worn. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-10-02: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a calibration problem. The programmer is expected to be returned for service. There was no patient involvement.